Manufacturer narrative:
Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5533049. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, the pump initially worked, but within a month it became too difficult to get first pump. The doctor tried and could not. The doctor called the tm and another physician and could not get it to budge. Additional information received indicated a revision surgery on (B)(6) 2018 due to a sticky pump. After a month, pump worked w/ force. Doctor opened and repositioned pump out of original pocket. Previous hematoma, worked easily. The device was not replaced.